Event description:
It was reported that the procedure was cancelled. A jetstream catheter and jetstream console were selected for use in an atherectomy procedure to treat an occluded superficial femoral artery (sfa). The console was set up, but did not perform a self-check. The catheter could not be primed in the saline bowl. A bubl error occurred. Troubleshooting was performed, including exchanging the saline bag, reconnecting the catheter to the console but it was unsuccessful. A new jetstream catheter and jetstream console were selected for use. The new catheter primed successfully. However, a bubl error occurred. Further troubleshooting was performed but a grd2 error occurred. The physician had to ligate the artery without further treatment. The procedure was cancelled.

Event description:
It was reported that the procedure was cancelled. A jetstream catheter and jetstream console were selected for use in an atherectomy procedure to treat an occluded superficial femoral artery (sfa). The console was set up, but did not perform a self-check. The catheter could not be primed in the saline bowl. A bubl error occurred. Troubleshooting was performed, including exchanging the saline bag, reconnecting the catheter to the console but it was unsuccessful. A new jetstream catheter and jetstream console were selected for use. The new catheter primed successfully. However, a bubl error occurred. Further troubleshooting was performed but a grd2 error occurred. The physician had to ligate the artery without further treatment. The procedure was cancelled.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually and microscopically inspected for damage. The devices shaft showed a severe kink located 50cm from the tip. The device was set up per the IFU. A .014 thruway guidewire was used for testing purposes. The guidewire was inserted into gard. The devices activation button was depressed, and the device would not rotate due to the severe shaft damage. The wire was removed from the gard and reinserted and the device was activated and ran as designed. The set-up process was completed multiple times with no bubble errors or gard2 errors. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.